Manufacturer narrative:
(B)(4). The customer reported that beginning on (B)(6) 2015, three head cases exhibited a center spot artifact that could be replicated by service. It appeared on approximately every three slices. The artifacts stay in the center field of view. The customer also reported that a case on (B)(6) 2015 had a low density area that was apparent on one slice and could not be replicated by service. Diagnostics revealed no issues at that time. Many head scans between (B)(6) 2015 were completed without the appearance of any artifacts or low density areas. A subsequent complaint addresses the issue on (B)(6) 2015. This complaint addresses the (B)(6) 2015 issue of the low density area that was apparent on one slice and could not be replicated by service. In this case on (B)(6) 2015, the customer reported a low density artifact on a patient's head scan during a scan on (B)(6) 2015. An area of low density (irregularly shaped small dark spot) appeared within a head scan image on two slices. Originally it was thought that it appeared on only one slice, but after second review, it was on two. They were no sequential slices. It is unknown if the low density area was a lesion or an artifact. Both prior and subsequent CT scans revealed no low density areas or artifacts. The customer alleged that the patient could have had a misinterpretation. A rescan was performed. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. No bug report was provided. Raw data from the image reconstruction system (irs) had already been deleted. The philips field service engineer (fse) performed a visual inspection of the data measurement system (dms), ran front end electronics (fee) detector tests, bad detector test and datapath diagnostics, but could not duplicate the problem. No problem was found. The fse determined that the artifact was the result of a bad air calibration. The fse performed a new air calibration to resolve the issue. Head scans both prior and post to this event had no low density artifacts. It is likely the customer had a bad air calibration that contributed to the observed low density spot and that the new air calibration resolved the issue. The system had no further artifact/density issues for approximately 4 weeks. The overall risk is based on engineer's investigation and according to the risk assessment this reported event was determined to be of acceptable risk. It has been concluded that if this event were to recur it would not be likely to cause or contribute to death or serious injury. Mitigations: perform iq verification & review. Wrong hcor scaling_xl file for hcor infant basic body; daily and monthly image quality checks by operator; verification of image quality for all scanner modes, including: voltage, scan types, collimation, resolution, reconstruction filters; operator and radiologist should be qualified with CT diagnostic including typical CT image artifacts; the system shall be operated only if performance quality assurance has been satisfactory completed, and the preventive maintenance program is up to date. If any part of the equipment or system is known (or suspected) to be operating improperly or wrongly-adjusted, system shall not be used until repair is made; the CT scanner shall be operated by qualified operators only. A cause could not be determined because log files and bug reports were not available. The philips field service engineer (fse) evaluated and determined that the artifact was the result of a bad air calibration.

Event description:
The customer reported a low density artifact on a patient's CT brain clinical images, and the customer alleged that the patient could have had a misinterpretation. A rescan was performed. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. The philips field service engineer (fse) evaluated and determined that the artifact was the result of a bad air calibration. The fse performed a new air calibration to resolve the issue.

Event description:
The customer reported a low density artifact on a patient's CT brain clinical images, and the customer alleged that the patient could have had a misinterpretation. A rescan was performed. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. The philips field service engineer (fse) evaluated and determined that the artifact was the result of a bad air calibration. The fse performed a new air calibration to resolve the issue.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).